Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and pelvic abscess ('abscess') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic abscess (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)") and allergy to metals ("nickel allergy"). The patient was treated with surgery (hysterectomy. (Full),salpingectomy. (Bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea and allergy to metals had resolved and the pelvic abscess outcome was unknown. The reporter considered abdominal pain, allergy to metals, dysmenorrhoea, genital haemorrhage, pelvic abscess and pelvic pain to be related to essure. The reporter commented: patient received treatment for added pelvic pain, abdominal pain, nickel allergy, dysmenorrhea (cramping). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2011: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm compliant. Most recent follow-up information incorporated above includes: on 28-aug-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and pelvic abscess ('abscess') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic abscess (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)") and allergy to metals ("nickel allergy"). The patient was treated with surgery (hysterectomy. (Full),salpingectomy. (Bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea and allergy to metals had resolved and the pelvic abscess outcome was unknown. The reporter considered abdominal pain, allergy to metals, dysmenorrhoea, genital haemorrhage, pelvic abscess and pelvic pain to be related to essure. The reporter commented: patient received treatment for added pelvic pain, abdominal pain, nickel allergy, dysmenorrhea (cramping). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure: (B)(6) 2011: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm compliant. Most recent follow-up information incorporated above includes: on 2-jun-2021: mr received. Reporters added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and pelvic abscess ('abscess') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic abscess (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)") and allergy to metals ("nickel allergy"). The patient was treated with surgery (hysterectomy. (Full),salpingectomy. (Bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea and allergy to metals had resolved and the pelvic abscess outcome was unknown. The reporter considered abdominal pain, allergy to metals, dysmenorrhoea, genital haemorrhage, pelvic abscess and pelvic pain to be related to essure. The reporter commented: patient received treatment for added pelvic pain, abdominal pain, nickel allergy, dysmenorrhea (cramping). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on 12-oct-2011: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm compliant. Most recent follow-up information incorporated above includes: on 13-aug-2020: pif received. Plaintiff state of implant added. Event: abscess added. Event genital hemorrhage downgraded to non-serious incident. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)") and allergy to metals ("nickel allergy"). The patient was treated with surgery (hysterectomy. (Full),salpingectomy. (Bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea and allergy to metals had resolved. The reporter considered abdominal pain, allergy to metals, dysmenorrhoea, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: patient received treatment for added pelvic pain, abdominal pain, nickel allergy, dysmenorrhea (cramping). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2011: bilateral occlusion. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received reporter information was added. Injury nos replaced with new event added pelvic pain, abdominal pain, genital bleeding, nickel allergy, dysmenorrhea (cramping). Event outcome added pelvic pain, abdominal pain, genital bleeding, nickel allergy, dysmenorrhea (cramping). No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.